Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction : this is to clarify the device was available for evaluation on january 11, 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with apparent ventricular undersensing. Programming changes were made. The patient was stable before, during and after the reprogramming. Subsequently, the patient had an eleven second pause event during which the patient experienced dizziness. At that time, the physician opted to implant a pacemaker and, hence, remove the confirm. The patient was stable after the implant procedure.